Event description:
The patient has a scs system that includes two leads from the same lot. It was reported the patient was not receiving effective stimulation. Lead diagnostics revealed multiple invalid contacts. Reprogramming was able to resolve the issue and the patient was receiving effective stimulation. Follow up information identified the patient underwent surgical intervention where the lead was removed and replaced. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.